Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿unable to proceed. Please check notifications¿ alert during the load process, and troubleshooting identified an occlusion that persisted while connected to the anchor and infusion site; the user replaced the anchor and infusion set, performed a dry run, then loaded new supplies (cartridge, connector, infusion set), and successfully resumed insulin delivery. Symptoms included feeling okay with a highest blood glucose of 207 mg/dl. Outcomes included no medical intervention, no outside assistance, and no ilet high/low alert. Investigation included guided troubleshooting, dry-run load without supplies, and component replacement. Investigation of this case revealed an infusion pathway occlusion associated with the infusion set and tubing connection, which resolved after replacement of the infusion set and anchor components, consistent with an occlusion during fill tubing. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set/tubing occlusion corrected by replacement of disposable components and user continued to use the same ilet.